Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleged the patient suffered pain and had high concentrations of various metallic elements in his blood as a result of the implanted asr hip. Doi: (B)(6) 2008 - none reported (right hip). (B)(6). **update**(B)(4) 2013 - sales rep reported patient underwent revision procedure of right hip due to corrosion around the stem and head junction. MRI also showed tissue damaged. Part/lot have been provided and will be added. Dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.